Manufacturer narrative:
The device was returned to zoll medical corporation;the customer's report was observed and attributed to a disconnected lcd display cable. The cable was reseated to the backlight driver module at the j2 connection to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.